Event description:
It was reported while using bd alaris smartsite gravity set the tubing was broken and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: anesthesiologist went to inject medication for sedation before a nerve block. At this time the tubing broke into 2 pieces between 2 injection ports. Lr started spilling onto the bed. The IV started bleeding back. It is unclear if IV medication made it into patient or spilled into bed. Tubing was quickly clamped distal and proximal to break and 3 injection port section replaced with another.

Manufacturer narrative:
The following fields have been updated due to additional information:d.9. Device available for eval?: yes.d.9. Returned to manufacturer on: 29-jun-2023.h.6. Investigation summary: a complaint of tubing breaking into two pieces causing leakage was received from the customer. Part of a 42511e set was returned for investigation. The stop cock and one valve were returned. It was observed that the returned components had separated from the top and bottom halves of the set. The valve that separated from the second valve and male luer. The stopcock had been removed from the top half of the set. No solvent was seen on the valve that connects to the lower part of the set. Separation was confirmed as the defect. A device history record review for model 42511e lot number 22109099 was performed. The search showed that a total of 25,203 units in 1 lot number were built on 06oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed, and the root cause was determined to be incorrect solvent application by the assembler. A quality alert was generated to reinforce the correct application of solvent and avoid separations between tubing and one-way valve. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd alaris smartsite gravity set the tubing was broken and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: anesthesiologist went to inject medication for sedation before a nerve block. At this time the tubing broke into 2 pieces between 2 injection ports. Lr started spilling onto the bed. The IV started bleeding back. It is unclear if IV medication made it into patient or spilled into bed. Tubing was quickly clamped distal and proximal to break and 3 injection port section replaced with another.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 22may2023. Medsun report # (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.